Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure defect on optic edge observed as implanting. Iol remained in the eye. Additional information has been requested but was not available at the time of this report. There are two medical device reports associated with this complaint. This report is 2 of 3.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. A photo was provided. The photo showed an implanted single piece lens. A mark was observed at the edge of the lens, which appeared to be a crack. Damage in this area may be caused by a plunger over/underride. The nature and origin of the mark cannot be determined from the photo. The manufacturer internal reference number is: (B)(4).